Manufacturer narrative:
A philips remote support engineer (rse) obtained the alarm logs. A philips field service engineer (fse) was dispatched to the customer¿s facility. Upon arrival, it was noted the volume was set to ¿2¿. The fse raised the alarm volume to ¿7¿. Follow-up with the key market indicated that the customer was not sure who set the volume to "2", but noted that it is accessible to all the staff and it was possible that someone had changed it. The root cause of the reported difficulty was indicative of a change in alarm volume, there was no indication of a piic malfunction.

Event description:
The customer reported that the audio at their philips intellivue information center (piic) was too low to hear. The patient expired.